Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited failure to extend helix and dislodgement. The atrial lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.